Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead dislodgment was observed one day post-implant. The lead was successfully repositioned.